Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. Concomitant medical product tc301, serial number: (B)(6) will not be sent back the event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Investigation: accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation results in the following conclusion: the cause of the error can be attributed to random electronic defect within the link connection board on the tc304 module. Due to this defect, no link module is recognized by the camera control unit anymore. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the tower was not displaying. The sales representative went to check it and it seems that the tc304 processor is not working, since he changed the link cables and with the tc301 it works, but with the tc304 it does not. Procedure was completed successfully with 20 minutes delay. No negative impact in state of health reported.